Event description:
Patient reported experiencing unexplained high blood glucose levels (250-400 mg/dl) that were corrected once the patient switched to their back-up device. No treatment was received, but patient did adjust basal rate to correct for high blood glucose (in addition to switching to back-up device).